Event description:
Patient exhibits red, inflamed portal sites x3 after shoulder surgery and implantation of 5.5 twinfix pk ft. Anchor was inserted through only one of the portals. No cannula was used in that portal. No information exists at this time including part number, lot number. Patient will have 3rd procedure on feb 27th for anchor removal. Anchor will not be returned to s&n. Per hospital policy, anchor and any debrided tissue will be sent to pathology. The anchors were removed at the subsequent surgery 4 months later. The patient's bone and tissue was so badly deteriorated from an infection that it was impossible to repair the cuff again or to ascertain if it was a reaction to the implanted anchors/sutures.